Event description:
The clinic requested a functional checkout of the machine after a patient experienced excess weight removal. The patient affected experienced a drop in blood pressure to 93/67 and lost consciousness. Clinic staff intervened by administering 2200 cc normal saline. The patient was stablized in the clinic and released. Gambro technical services (gts) found a leak from the bypass valve at the elbow connector.